Event description:
A report was received that the patient attempted and failed in getting a charge with the ipg. It was believed that there was a battery malfunction. The patient will undergo an ipg revision.